Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was removed and no patient complications were reported.